Manufacturer narrative:
Insulin pump received with scratched case, keypad overlay texture damage, missing retainer ring, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the o-ring was loose in reservoir compartment. Customer's blood glucose was unknown. Insulin pump would need to be replaced.